Event description:
A user facility reported to 3m a pediatric patient developed slight redness, swelling and a small number of blisters around the puncture site of the indwelling needle after use of 3m¿ tegaderm¿ dressing 9534hp for IV securement. The four years and seven months old male patient was admitted to the hospital for coughing for five days. The symptoms started after three days of wear. The skin was disinfected with iodine. The following day the mother of the patient reported bringing her child to the hospital and found the skin around the puncture site of the indwelling needle had large redness, swelling and many blisters. A dermatologist was consult and a wet compress with saline was applied to the site. Hydrocortisone butyrate cream and mupirocin ointment was prescribed for two topical applications daily and the symptoms started to improve.

Manufacturer narrative:
H10: device has not been returned; therefore, 3m is unable to analyze the complaint due to not enough information. The reported skin symptoms can be due to skin sensitivities to adhesive products and/or attributed to improper application or removal of the product. There is a percentage of the population who are sensitive or who may become sensitive to adhesive products. Refer to product packaging and instructions for use for proper application and removal technique. Prepare the site according to the facility's protocol. Allow all preps and protectants to dry completely before applying dressing. Application: do not stretch the dressing as tension can cause skin trauma. Removal: gently grasp an edge and slowly peel the dressing from the skin in the direction of hair growth. Avoid skin trauma by peeling the dressing back, rather than pulling it up from the skin. 3m will continue to monitor.